Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair, the surgeon experienced some difficulty with actuating the red deployment trigger of 2 omnispan appliers. It appears that the surgeon deployed the 1st of the 2 fastener fasteners successfully; however, when he actuated the red trigger of the applier, the backstop came out of the inserter needle slot instead of deploying. The surgeon employed a second applier and fastener with the same negative results. At this point the surgeon removed the deployed fasteners and performed a partial menisectomy for remedy. The complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2012-00231, 1221934-2012-00232 and 1221934-2012-00233.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
The complaint devices are not being returned, which precludes conducting an evaluation; also, no lot number has been supplied which precludes conducting batch record reviews to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.